Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient went to the emergency room (ER) with hyperglycemia. The patient's blood glucose levels reached over 300 mg/dl while wearing the pod on the leg between 36 and 48 hours. The patient further noted that the pod was working fine all day and mentioned bumping into a counter. Although the pod was still attached, the cannula was no longer in their body. Symptoms reported include headaches, jittery, and nausea. The patient was diagnosed with dehydration and was treated with 2 bags of fluids and 10 units of insulin. The patient was discharged the same day.